Event description:
Customer complaint - limited data available not working correctly / inaccurate results.

Event description:
Customer complaint - limited data available not working correctly / inaccurate results. The glucometer was used 4 times a day to check my sugar levels and each time was giving readings hi or 450 and more each time. And I was medicating according to those numbers. It turns out these readings for the past month were incorrect and was regularly causing me to overdose on my medication. Purchased 1.5 years ago.